Event description:
It was reported that during an arteriovenous fistula procedure a balloon rupture occurred. The target lesion was located in an unspecified vessel. The 12x40mm, 75cm mustang balloon was inflated once to 12 atms and ruptured. The balloon was removed and the procedure was not completed. No patient complications were reported and the patient condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).